Manufacturer narrative:
Customer: phone (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, upon removing a cook bakri postpartum balloon with rapid instillation components, a leak was identified. Prior to placement, 2 liters of blood was lost. The device was placed vaginally for a post-partum hemorrhage in the lower segment of the uterus and in place for 26 hours before the leak was noted. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Additional information: d9, h3 event summary as reported, upon removing a cook bakri postpartum balloon with rapid instillation components, a leak was identified. Prior to placement, 2 liters of blood was lost. The device was placed vaginally for a post-partum hemorrhage in the lower segment of the uterus and in place for 26 hours before the leak was noted. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Investigation - evaluation a document-based investigation was performed including a review of complaint history, device history record, quality control data, and the instructions for use (IFU). The complaint device was not returned; therefore, no physical examinations could be performed. A review of the device history record found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: warnings: "the device should not be left indwelling for more than 24 hours." How supplied: "upon removal from the package, inspect the product to ensure no damage has occurred." Although the device was left indwelling longer than warned in the IFU, it was determined that this was not likely the cause of the leakage. The most probable cause of the reported event could not be determined from the available information. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional information: device was returned to cook on (B)(6) 2022. Investigation evaluation: a visual inspection and functional test of the returned device was conducted. The device was returned to cook without packaging. The balloon leaked near the proximal end. A pinhole was observed under magnification, however, no tool marks could be seen in the material and the hole is not located on or near the seam of the balloon. Upon return and evaluation of the complaint device, the conclusion is unchanged. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.